Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the customer experienced hyperglycemia and insulin pump had motor error alarm. The customer blood glucose level was 404 mg/dl. The customer was unable troubleshooting for high blood glucose due to insulin pump was rewinding. Customer was able to clear the alarm, unable to rewind insulin pump. Customer stated that insulin pump was wearing in the water and they had some problem. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 43 alarms noted during testing. No moisture damage was found on the electronic assembly during visual inspection. Device received with corroded battery tube. (B)(4).